Event description:
Nurse reported that the customer was in the hospital with low blood glucose of 21. Nurse stated she had to disconnect the insulin pump and requested assistance with turning it off. The nurse was assisted with suspending the insulin pump and was advised to remove the battery if the device would be out of use for more than an hour.nurse was advised to call before the customer reconnects the insulin pump to troubleshoot and document the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.